Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be caused by kinking of the catheter. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation showed abundant use residues throughout the returned catheter, and a functional test of flushing and pressurizing the catheter with water using a 12 ml syringe revealed a leak at the distal end of the molded joint. A microscopic observation revealed a hole in the catheter at the distal end of the molded joint. The fracture surface appeared granular at the split exit site, and a permanent kink impression was observed opposite of the circumferentially aligned split. Based on the observations of the returned powerpicc sv catheter, the complaint of a leaking catheter was confirmed and is likely due to excessive kinking of the catheter. This can occur if the securement of the catheter causes a sharp kink, and over a period of time the catheter may fail opposite of the kink impression.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Sample contained note from the customer stated that the PICC was placed femorally. Additional information received 1/24/2023: customer reports the patient had the PICC replaced. No other information was provided.

Event description:
Bd vascular access devices field assurance received a leaking PICC for evaluation. Sample contained note from the customer stated that the PICC was placed femorally. Additional information received (B)(6) 2023: customer reports the patient had the PICC replaced. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regp1795 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.